Event description:
Patient admitted on (B)(6) 2016 for chronic upper sternotomy incision site pain that recently worsened; chest CT unrevealing for infection. However, ldh (659) and plasma free hemoglobin noted to be elevated in setting of inr 2.0. Last subtherapeutic inr (1.7) was (B)(6) 2016. On a previous admission, (B)(6) 2016, patient ldh was 633 u/l in setting of a uti. On that admission, patient was treated with heparin, had a decrease in ldh (400's) and discharged on antibiotics and continued regimen of asa and warfarin. On this admission, heparin gtt was started ((B)(6) 2016). Cta of lvad did not reveal thrombus at inflow or outflow cannula, echo also unrevealing. Ldh on (B)(6) was 1039 u/l. Patient restarted on heparin and CT surgery was consulted. Patient developed ha and visual changes (B)(6) 2016. Emergency exchange was pursued due to neurological symptoms and rising ldh despite therapeutic anticoagulation. Thrombus found in inflow bearing on exchange.